Event description:
A contact lens wearer reported to their contact lens distributor that they experienced mild keratitis diagnosed by an unspecified doctor who prescribed use of unspecified eye drops. The pt subsequently visited another doctor who diagnosed conjunctivitis. The event has resolved and lens wear has resumed. Several requests have been made for additional info, however, no further details have been provided.

Manufacturer narrative:
This case is considered as a possible infectious keratitis due to lack of info. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).